Event description:
Additional information was received from the rep (representative). It was reported that the patient¿s last recorded weight at the time of the event was 124 lbs. About the clarification of the odd placement of the ins near the kidney, it was reported that based on n¿link data, the ipg was repositioned by dr. (B)(6) on (B)(6). The notes suggested the battery was repositioned to the right flank of the patient. The placement was due to best medical judgement. There were no notes to suggest the ipg moved in any way. It was also noted that the initial start-up and programming performed on (B)(6) 2024. No difficulty communicating with the device was noted on this date. N¿link data suggests another meeting took place on (B)(6) with the patient to discuss an additional repositioning of the device because the patient stated she had difficulty charging. The device could not be read this day by the mdt tablet due to depleted battery. Dr. (B)(6) (partner to dr. (B)(6) met the patient on (B)(6) and suggested he could not help the patient by repositioning the battery because the battery appeared to be placed well and additional surgery would not be warranted. The patient is waiting to see dr. (B)(6) again when he gets back in late on (B)(6) (broken hand).

Manufacturer narrative:
B5: updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). It was reported that the stimulator battery was dead and they needed to try to charge the implanted neurostimulator. Patient said that the ins battery was in an odd position and it was hard to recharge the ins. Pt confirmed that they were seeing the no device found screen when trying to recharge the ins. Pt said that they were going in today at 11 to have the ins relocated so that they could charge the ins better. Pt said that they had to have the ins removed from their left side and put in on their right side, however the ins was in their kidney area instead of their hip area. Agent had the pt initiate an ins recharging session. Pt saw the batteries screen with the controller at 100% and the ins in the red with recharging excellent indicated. Agent reviewed best recharging practices with the pt. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from a patient (pt). It was reported that the pt ongoing difficulty charging ins, even after having their ins repositioned. Patient reported they met with a manufacturer representative (rep) during the repositioning surgery, and they also had a very difficult time charging the ins initially. Today, patient continued to have the issue persist even after allowing for some time to heal. They started the charging session with controller at 100% and ins was low (no percentage displayed). After about 30-40 minutes, they still did not see the ins get high enough charge to display percentage and the controller had in turn gone down to 30%. Patient reported they kept seeing 'reposition' screen, but not any error messages. Agent had patient observe the controller port and recharger plug; no visible damages. Patient mentioned this had been an issue prior to moving the ins as well. Patient was taking (an undisclosed) medication during call and mentioned they were half blind. Agent reviewed information. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.